Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a healthcare provider from (B)(6) of tunnel infection, peritonitis and death in a (B)(6) male patient, coincident with dianeal pd4 (coded as dianeal pd4 ambuflex) therapy. On (B)(6) 2010, the patent began dianeal pd4 and dianeal pd4, intraperitoneally (ip) for continuous automated peritoneal dialysis (capd). Dianeal therapy was ongoing. On an unreported date, the patient experienced a tunnel infection. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was related to a tunnel infection. On (B)(6) 2012 the patient was treated with cefazolin 1g (2g/day, ongoing) and gentamycin 40mg (80mg/day, ongoing). At the time of this report the patient had not recovered from the peritonitis. It was unknown if the patient recovered from the tunnel infection. Per the healthcare provider, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of the tunnel infection. Follow-up information was received on (B)(6) 2012 by the healthcare provider. The healthcare provider followed-up and stated that treatment for the event of peritonitis was not effective. On (B)(6) 2012, the pd catheter was removed and the patient was switched to hemodialysis. On (B)(6) 2012, the patient expired. The cause of death was not reported. It was not reported if an autopsy was performed. An opinion of causality was not reported for the death.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code and lot number were not identified. The peritonitis was not confirmed. The root cause for this condition is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. As the product code is unknown, a 510k number was not able to be identified. As the patients discard supplies after each therapy, the sample was not requested.